Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The tachy zones had been programmed too high therefore, the arrhythmia was not detected. Review of the session records showed, non-sustained rv oversensing due to intermittent undersensing on the far-field channel. The cause for the arrhythmia not being detected is due to inappropriate programming. There is no known allegation from a health professional that the death was related to the device.